Event description:
Reference number (B)(4). Event occurred in the united states, it was reported on 19-jun-2024 the event is for 1 time and on 25-jun-2024 the event is for 2 times and four infusion set cannula was kinked and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen on 19-jun-2024 for 1 time and 25-jun-2024 for 2 times in upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4